Event description:
Tubal ligation performed in 2014 using filshie clips. Persistent pain in right side for years and numerous dr visits, ultrasounds and exams. Just today a CT was conducted and found one of the filshie clips had migrated and is on my right side pelvic area. I am now facing exploratory surgery and possible bladder repair due to damage from migrated clip.